Event description:
Open lar procedure. Cs29 dlu would not get into firing range. Surgeon purse-stringed the anvil in the proximal colon and went trans-anally with the dlu. Anvil was connected to trocar. Device failed to close after several attempts. Leak developed. The tissue was not able to be sealed without a leak. Therefore, patient had to be given a colostomy because the anvil had perforated the tissue.